Manufacturer narrative:
A siemens technical applications specialist (tas) reviewed the data provided. The tas modified the defined range (11-750 umol/l) and the reference range (10-32 umol/l). Siemens is investigating the event.

Event description:
A depressed ammonia result was incorrectly flagged on a patient sample on an dimension vista 500 instrument. Results between zero and ten are showing the incorrect flag. The instrument is transmitting a e512 flag (below reference range), which can be reported out, when the instrument should be transmitting an e522 flag (below assay range), which cannot be reported out. A depressed ammonia result was released to the physician(s) as a result. There are no known reports of patient intervention or adverse health consequences due to the depressed ammonia result being incorrectly flagged and released.

Manufacturer narrative:
The initial MDR 2517506-2016-00554 was filed on december 28, 2016. Additional information (01/05/2017): a siemens headquarters support center (hsc) specialist evaluated the event. Hsc did not find any errors or device issues. Hsc stated results down to negative 10 mmol/l are reported as <10mmol/l. Results "less than lower assay range (<l)" is described in the vista operator's guide. The results that are more negative than the low end of the assay range, report as "below assay range e522". The instrument reported out correctly. There were no issues or problems detected by the hsc specialist. The instrument is performing according to specifications. No further evaluation of the device is required.